Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed potential causes and discussed the option of increasing the alert value in the remote home monitoring system and continuing monitoring. The root cause of the out of range measurements was not determined. The physician plans to reprogram the remote home monitoring alert range and continue monitoring at this time pending further discussions between physicians. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product was retained by the hospital, we have determined that the high out of range shock impedance is a known inherent risk with use of this product. Device technical analysis: this device was retained by the hospital. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed potential causes and discussed the option of increasing the alert value in the remote home monitoring system and continuing monitoring. The root cause of the out of range measurements was not determined. The physician plans to reprogram the remote home monitoring alert range and continue monitoring at this time pending further discussions between physicians. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported. The device was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.